Event description:
After transapical implantation of a sapien xt valve, the patient developed complete heart block and right ventricular failure. Shortly after the procedure, the patient experienced a cardiac arrest and expired. As reported, the sheath was inserted into the apex and immediately the pressure dropped to the 70's and then continued to decrease. Chest compressions were performed while putting the patient on cardiopulmonary bypass (cpb). Once the patient was on cpb, a balloon valvuloplasty (bav) was performed and the valve was deployed with a good result. An intra-aortic balloon pump was placed and the patient was taken off bypass. At that point, they were only able to keep her pressures in the 40-50 range. This patient was a (B)(6) paraplegic female with severe as. The patient had a reduced ef of 25%, and bad rv function, documented at the time of the procedure. Pre-procedure there was discussion of performing the case on bypass or possibility of not going forth with the case as patient was very sick or placing on bypass before procedure.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in an edwards technical summary ¿conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the heart block is likely related to the mechanism above. The right ventricular heart failure resulting in death appears to be related to the patient¿s complex medical status (described as ¿very sick patient with bad rv function and reduced ef¿). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.